Event description:
It was reported that balloon detachment occurred. A 8.0x80, 75cm charger balloon catheter was selected for use; however, it was noted that the balloon was detached from the catheter, outside the patient's body. The procedure completed with another balloon. No patient complications were reported and the patient status was okay.